Event description:
A patient underwent a spinal procedure on (B)(6) 2025 in which intraoperative neuromonitoring was utilized. During the procedure to4 testing was passing with 4/4, and temg screw testing results showed > 20ma. Postoperative CT scans revealed a medial pedicle wall breach of the s1 screw. The patient had revision surgery on (B)(6) 2025 in which the screw was removed.

Manufacturer narrative:
The system is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.